Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Investigation was performed on the user's data available in data management system (dms). Based on the investigation analysis, there were temporary mismatch between the sensor readings and manual blood glucose measurements due to transient noise in the optical channel which resulted in sensor suspend phase. In the sensor suspend phase, the system does not display any sensor glucose readings and therefore there are no glucose related alerts asserted and this is the intended behavior of the system. The reported event at 12:39 pm cet on october 14 could not be confirmed as the system was in sensor suspend phase. Further review of the glucose plots following the event displayed better agreement between the sensor readings and fingerstick measurements.

Event description:
Senseonics was made aware of an incident where patient experienced a false hypoglycemia incident. User reported that the blood glucose values was 198 mg/dl and sensor glucose value was 52 mg/dl. Patient did not require any medical treatment because he had no symptoms (blood glucose was normal).